Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. The stm stated that the iabp seats properly going from hybrid to rescue correctly, and also charges and discharges batteries properly. The stm performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during in service, it was found that the cardiosave intra-aortic balloon pump (iabp) would intermittently not seat correctly in cart preventing batteries from charging. There was no patient involvement, thus no adverse event was reported.